Event description:
In 2008, the pt reported that her blood glucose elevated to 598 mg/dl in 2007, and she was not feeling well. She stated that she went to the doctor due to ketones and she switched to her backup infusion device and bolused to lower her blood glucose. Her normal blood glucose range is 100-120 mg/dl. The pt stated that to troubleshoot she placed the end of the infusion tubing on a napkin and left the infusion device in run mode. She stated that she did not see any insulin on the napkin. A replacement infusion device was sent to the pt. Upon follow up on a week after the original date, the pt stated she was doing "fine". Product was requested to be returned for eval.